Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became broken during the surgery. It is unknown how the case was completed. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Fired through lockout. The device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device, the ratchet pawl was noted worn out. Possible causes for the found condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open.